Event description:
Event description guidant received information that during a revision procedure for this ventricular lead due to a microdislodgement, the lead was explanted as the physician felt there may have been tissue in the helix. A new pacemaker pocket was made at this time also, as the physician felt that a deeper pocket would be better for the patient. The lead was removed and replaced.